Event description:
Plaintiff alleges the development of latex allergy after exposure to latex gloves. Plaintiff alleges suffering severe pain and suffering, mental strain, emotional stress and the loss of enjoyment of life. In addition, plaintiff alleges suffering from humiliation, anxiety, embarrassment, outrage, and other mental suffering and severe emotional distress. Plaintiff's spouse alleges loss of consortium of spouse.